Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The atrial lead dislodged and after repositioning another dislodgement occurred during implantation procedure. The lead was reattached to the right atrial appendage. After the other dislodgement the lead was repositioned using a longer bend black wire and was fixated at the atrial appendage area. Good values were seen and the crt reintroduced into the device pocket.